Manufacturer narrative:
Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during therapy, the intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. It was noted that the customer was also experiencing trigger issues. The fluid lumen was not transduced post iabp insertion and the y-fitting was capped. The team switched over to the radial arterial line as alternate access. There was no patient harm or adverse event reported. This report is for the iabp console used in this event. The iab catheter used in this event has been reported separately in medwatch 2248146-2022-00286.

Manufacturer narrative:
Communication/interviews (4111 / 3233): the customer has reported that the iabp unit involved in this event did not require any repairs. Patient height: 175cm.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.